Event description:
As reported, in 2000, this pt was implanted with gore excluder thoracic endoprosthesis for a type b dissection. In 2002, the pt underwent a reintervention in which another gore excluder thoracic endoprosthesis was implanted to occlude an aneurysm distal to the previously implanted graft. At unk date in 2006 the pt had an elephant trunk placed within the ascending thoracic aorta and transverse arch. In 2008, the pt underwent a reintervention in which two gore tag thoracic endoprostheses were implanted due to a type I endoleak. The pt is reported to be in stable condition. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.